Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that angina and thrombosis occurred resulted to an additional intervention. The target lesion was located in the calcified left anterior descending (lad) artery. A 38 x 4.00 promus premier drug-eluting stent (des) was selected for treatment and procedure was completed. However, on the next day angina was developed and thrombus was identified inside the stent. Another device was used to suction the thrombus. The procedure was completed with a different device, and the patient was stable following the procedure.